Event description:
Customer reported motor connection at board was melted.

Manufacturer narrative:
Statspin express 4 centrifuge reported melted connection to pcb. There were no reports of injuries, visible flames, smoke emission, and the fire department was not called. There was no report of exposure to operator or impact to pt results.